Event description:
It was reported that the zimmer skin graft mesher did not work. There was no patient harm; however there was a delay the amount of the delay was not stated. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/28/2001 and was last repaired on 06/14/2005. Evaluation of the device observed that the ratchet did not ratchet and the set screw were over-tightened and exposed in the interior of the ratchet gear. The tines of the comb were bent and flattened, the right end of the roller was worn and that the roller gear teeth were galled. Cutter was returned it had showed minor galling of the gear teeth. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. The cause of the reported issue was improper handling and lack of preventative maintenance by the user which caused the damage to the comb and ratio cutter, as well as the damage to the ratchet gear and teeth of the roller gear and cutter gear. The device was serviced and returned to the customer.